Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Continued additional e1 email address: (B)(6). Device evaluation: analysis of the returned device identified: brown particles in fill channel, delamination of valve and white particles inner the device. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) .

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Patient called and reported right side deflation. The device has been explanted.